Event description:
Healthcare professional confirmed right side alcl was for a non-allergan device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Upon receipt of additional information from the reporter this report is for a non-allergan device. Clarification: manufacturer of the device was noted as mentor.

Manufacturer narrative:
In response to FDA report number mw5087741. (B)(4). The events of lump/nodule, death, lymphadenopathy, and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: "mass/mets", alcl.

Event description:
Healthcare provider reported right side alcl; date of progression 2015, and time exposed 10 years. Provider additionally reported "presented with mass/mets." Device was explanted. Patient has deceased. Date of death noted as 2015.